Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws on the vaso view hemopro overheated and would not turn off even when the toggle switch was no longer depressed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. (B)(4).